Event description:
Customer reported being treated at local fire dept for low blood glucose levels. Troubleshooting was done, and found customer was still attached to pump during rewind and manual prime. Pump appeared to be functioning properly.